Event description:
It was reported that the right atrial (ra) lead was dislodged and pacing/sensing in the right ventricle. It was noted that the patient recently had a coronary artery bypass graft (CABG) procedure and valve surgery. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. No anomalies were found.(B)(4).